Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Insert gamma nail and insert u lag screw. Connecting u lag screw connector to the end of the lag screw, inserting the u blade and pushing it in 3 times with the u inserter, the u lag screw connector breaks at the middle groove. Insertion of the u blade gave up and continued with the lag screw inserted, and it ended.

Event description:
Insert gamma nail and insert u lag screw. Connecting u lag screw connector to the end of the lag screw, inserting the u blade and pushing it in 3 times with the u inserter, the u lag screw connector breaks at the middle groove. Insertion of the u blade gave up and continued with the lag screw inserted, and it ended.

Manufacturer narrative:
The reported event that u-blade lag screw connector gamma3 was alleged of - instruments - broken, deformed, worn or scratched could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The file will be closed formally in accordance to our procedures. In case the item and/or substantive information will become available in future the file will be reviewed and reopened. Device was not returned.